Manufacturer narrative:
Concomitant medical products: product ID: w2dr01 ipg (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced lightheadedness and unsteadiness. It was further reported that the right atrial (ra) lead was unable to confirm capture on current electrograms (egm) and exhibited possible fused intrinsic beats with paced beats. The ra lead was capped and replaced. No further patient complications have been reported as a result of this event.